Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex¿ tracheobronchial stent 12mm 30mm was to be used to treat a malignant stricture in the left main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, when the deployment string was pulled, the device shaft bowed. The stent was only partially deployed. The stent and delivery system was removed from the patient and the procedure was completed with a 10mmx30mm ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.